Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was received outside of original packaging. The front adaptor handle has become broken from the knife, rasp, shaft. No other visual damage to the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery using an "elite premium knife rasp", the handle broke outside the patient. Although the surgery was not delayed, it is unknown if a back-up device was available to complete the procedure. No patient injuries or other complications were reported. Results of investigation have concluded that this unit handle has become broken from the knife, rasp, shaft which makes it a reportable event.